Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h269 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h269 shows no trends. Trends were reviewed for complaint categories, alarm #8: blood leak? (Photoactivation chamber) and photoactivation module leak. No trends were detected for each complaint category. The customer returned photographs for evaluation. The provided photographs verify there is a crack in the photoactivation module. The crack occurred in the center of the plate and runs through one of the channels of the photoactivation module. A material trace of photoactivation plates used to build lot h269 did not find any non-conformances. A device history record review did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The cause of the alarm #8: blood leak? (Photoactivation chamber) alarm was due to the leak in the photoactivation chamber. The root cause of the photoactivation module leak was due to a crack in the plate; however, the cause for the crack could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #8: blood leak? (Photoactivation chamber) alarm and checked the photoactivation chamber where they noticed a leak. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was safe. The customer returned photographs for investigation.